Event description:
It was reported that a dissection occurred. The 90% stenosed and moderately tortuous and calcified lesion was located in the left anterior descending artery (lad). Following pre-dilation using a 2.50 x 12 mm semi-complaint balloon, a 3.00 x 38 mm promus elite was deployed successfully at 11 atm. The stent was post-dilated with a 3.00 x 12mm non-compliant balloon. After post dilation, a proximal edge dissection was noted. The dissection was covered with a 3.00 x 24 mmpromus elite and the procedure was completed successfully. The patient fully recovered and was stable post procedure.